Manufacturer narrative:
A respiratory therapist reports an internal leak and loud coming from behind the head of device inomax ds (B)(4). Evaluation summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident pressure switch.

Event description:
On (B)(6), 2010, a respiratory therapist reports an internal leak and loud noise coming from behind the head of device inomax ds (B)(4). The device was not on a pt and no adverse event was reported by the respiratory therapist. The device was removed from service by the customer and scheduled for return to the company for investigation.